Manufacturer narrative:
No observable defects could be found with the component themselves. Measurements taken met design requirements. Co was unable to review the lot histories of the subject products since the product's lot numberes were not provided by the doctor's office.

Event description:
Dr. Reported that two abutments broke in function. Pt is reportedly fine.